Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic,') and ovarian mass ('ovarian mass') in an adult female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headache") and alopecia ("hairloss"). The patient was treated with surgery (surgery (other type of surgery: excision of right ovarian mass, and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and headache had resolved and the ovarian mass, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, ovarian mass, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: hysterosalpingogram shows complete occlusion of the fallopian tubes by essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Lot number added. New events: abnormal bleeding (vaginal), ovarian mass, dyspareunia (painful sexual intercourse), bloating, headache, hair loss were added. New reporters, plaintiffs information added. Concomitant drug and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)abnormal bleeding'), pelvic pain ('pelvic pain chronic,') and genital haemorrhage ('gen. Abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient experienced menstruation irregular ("hormonal changes describe: irregular periods"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain and dysmenorrhoea, 1 day after insertion of essure. On (B)(6) 2009, the patient experienced fatigue ("fatigue,"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal dischargea,"). On (B)(6) 2009, the patient experienced menorrhagia and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2009, the patient experienced urinary tract infection ("uti,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage, abdominal pain, adnexa uteri pain ("fallopian tube pain"), ovarian pain ("right ovary"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, female sexual dysfunction, menstruation irregular, urinary tract infection, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, irritable bowel syndrome, adnexa uteri pain, ovarian pain, abdominal pain lower, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, menstruation irregular, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and ovarian pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hysterosalpingogram shows complete occlusion of the fallopian tubes by essure coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail confirmation follow up 16mar2020 and 19mar2020 contain information of another patient therefore all the information from this follow ups were deleted. Case was downgraded because all removal information and surgery information were deleted. Event ovarian mass,bolating, hair loss and headache from follow up 16-mar-2020 deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic,') and ovarian mass ('ovarian mass') in a 22-year-old female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient experienced menstruation irregular ("hormonal changes describe: irregular periods"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2009, the patient experienced fatigue ("fatigue,"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2009, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal dischargea,"). On (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2009, the patient experienced urinary tract infection ("uti,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headache"), alopecia ("hairloss"), adnexa uteri pain ("fallopian tube pain"), ovarian pain ("right ovary"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgery (other type of surgery: excision of right ovarian mass, and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and headache had resolved and the ovarian mass, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, alopecia, female sexual dysfunction, menstruation irregular, urinary tract infection, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, irritable bowel syndrome, adnexa uteri pain, ovarian pain, abdominal pain lower, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, menstruation irregular, nausea, ovarian mass, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and ovarian pain to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hysterosalpingogram shows complete occlusion of the fallopian tubes by essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: pfs received : events added- hormonal changes describe: irregular periods, infection(bladder/ urinary tract/vaginal) type: urinary tract uti, bladder or urinary problems or changes, nausea,vaginal discharge, fatigue, gastrointestinal or digestive system condition type: irritable bowel syndrome, apareunia (inability to have sexual intercourse), vaginal pain, back pain, lower abdominal pain, fallopian tube pain, ovarian pain. Events onset date, events severity, concomitant drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic,') and ovarian mass ('ovarian mass') in an adult female patient who had essure (batch no. 641419) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),").on an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), headache ("headache") and alopecia ("hairloss"). The patient was treated with surgery (surgery (other type of surgery: excision of right ovarian mass, and total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension and headache had resolved and the ovarian mass, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, ovarian mass, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: hysterosalpingogram shows complete occlusion of the fallopian tubes by essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of product technical complaint. On 19-mar-2020: pfs received reporter information and date of removal were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.